Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #: 666a46. Additional information: this is an analysis of 1 photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: in the photo, one device was observed as well as the firing trigger spring on the table is highlighted on a red circle. Based on the photo, the event described unspecified dislodged component was confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. He product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. Also, the knife was noted partially advance, slide the knife reverse switch forward to return the knife to home position as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the spring firing trigger is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.